Event description:
The patient was taken to the operating room for I and d right hand and forearm and split thickness skin graft (stsg) from right thigh to rue. The surgeon attempted to harvest a split-thickness skin graft from the anterior thigh using an air dermatome set to 0.010 inch. However, during the initial attempt, the air dermatome malfunctioned causing the depth gate to open to 0.031 inches, resulting in a full-thickness laceration (1 cm x 10 cm) across the lower anterior thigh. The injury was recognized immediately before a large section of the skin was injured. The air dermatome was removed and (another air dermatome used) the depth gauge was set to 0.010 inch and the surgeon was able to successfully harvest 300 sq cm of split-thickness skin graft from the anterior thigh. The laceration across the right thigh (donor site) was irrigated, sutured, topical epinephrine applied and dressed with kerlix and ace wrap.